Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 123 mg/dl before dinner and has gone up at 300 mg/dl and something. She gave herself a bolus. After performing troubleshoot for the air bubbles, it was reported that, the approximate size of air bubbles is 2 at 1/8 in and another in another location in the tubing earlier. Customer declined troubleshooting of the high blood glucose. Customer advised to remain disconnected from the infusion at the qr and to remove the reservoir from pump. The reservoir will be returned for analysis.